Manufacturer narrative:
An event of atrial fibrillation was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Clinical study patient ID: (B)(4), crd_806, pfo occluder pas, (B)(4). It was reported that on (B)(6) 2021, a 25 mm amplatzer pfo occluder was successfully implanted in a patient with comorbidities of coronary artery disease (cad), hypertension, diabetes, hypercholesterolemia, and stroke. On (B)(6) 2021, atrial fibrillation (af) leading to rapid ventricular response (rvr) was detected on the patients implantable loop recorder (ilr). On (B)(6) 2021, the patient presented to the hospital where they were started on eliquis and returned to normal sinus rhythm the same day. The patient was stable during their last follow-up on (B)(4) 2022. No additional information was provided.